Event description:
Information was received indicating that a smiths cadd-legacy plus pump displayed an alarm for a " no disposable". It's presumed that due to this alarm, the pump caused under infusion. There was no patient or adverse events reported.